Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial, but there was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken/bent/deformed. Dimensional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to glare and halos. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.